Event description:
August 9, 1997, patient had a open reduction and internal fixation left hip using osteonics plate and screws. On august 15, 1997 discharged to home with home health care. Over the last year, it was felt that her hip was not healing well and that the screw was slowly backing out. Patient admit on 07/28/1998 for removal of hardware left hip, hemiarthroplasty. It was found after removing plate, two screws were found broken. Able to remove first screw, second screw, facility was unable to remove. Unable to determine the size of screws broken.